Manufacturer narrative:
Additional information received from a tandem clinical diabetes specialist indicated that the customer had tried multiple infusion sets along with continuous occlusion troubleshooting and had received additional occlusions. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 300 mg/dl with traces of ketones and insulin injections were used to address the bg level. The customer would changed the tubing and cartridge and would receive another occlusion. There were no kinks or bends observed in the cannulas. The customer thought that something was wrong with the pump and reverted to using insulin injections and pens to manage diabetes.